Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a low tidal volume issue. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a low tidal volume issue. During troubleshooting, it was found that customer did not have a whisper swivel in line with the tube set. After adding the whisper swivel, the issue still reoccurred. The rse suggested that the device's factory settings be restored, and to check the tidal volume settings, and alarm settings. It was also noted to complete a performance verification test (pvt).

Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed on 21nov2023, 29nov2023, 15dec2023 for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.